Event description:
On (B)(6) 2013, the reporter contacted animas, with a call service alarm issue. It was reported that a call service alarm had been emitted by the pump. There was no additional information available for this complaint. An attempt to contact the reporter has been made by customer technical support to follow up without success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box and history showed no call service alarms recorded due to continued use. During testing, no alarms occurred. The pump was opened and no internal defects were found. The call service alarm issue was not able to be duplicated during investigation due to the pump information being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.